Event description:
It was reported that during a da vinci-assisted low anterior resection (lar) surgical procedure, the 8mm force bipolar instrument wire snapped and broke during use. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product associated with the customer-reported complaint.